Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was reported to be due to a cardiac arrest. Peritoneal dialysis therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.